Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not working. The customer stated she may have slept on the insulin pump. Her blood glucose level was 75 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.